Manufacturer narrative:
(B)(4). A boston scientific consultant informed the caller that her communicator is working and explained the purpose of the icon. The consultant instructed the patient to contact her physician in regards to a potential issue with the implanted device. Efforts to obtain additional product issue details are unsuccessful. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient stated her communicator was not working as the icon to call her physician is flashing red. The patient called her physician who stated she should contact us. No adverse patient effects were reported.